Manufacturer narrative:
Follow-up #1: date of submission 11/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/29/2016 with the following findings: several por events post ¿cs128-fb88¿ alarm are observed on (B)(6) 2016. Secondary error code fb88 is defined as a post-delivery motor power supply fault. The battery compartment is cracked below the grip pad. The abb cover is torn. Returned battery cap is undamaged and able to fit securely. The pump powers up with vibration alert and no auditory alert to a blank screen, unable to verify steps and to adequately investigate reported ¿power¿ complaint. Moisture ingress is observed on the display screen inside the pump, leak test failed due to a battery compartment leak and a bolus button leak. The pump¿s cover was removed, further moisture corrosion was found to the display screen, the piezo circuit, the cgm module, and to the power pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.